Event description:
Medium sized dual pin portion of skull clamp was utilized. The patient was being placed into a sitting position. The physician was holding skull clamp. Physician asked or nurse to lock the locking mechanisms of the mayfield. Physician then asked or nurse to attach mayfield to the skull clamp and at that point, the clamp shifted, causing a 1.5 to 2 inch laceration in patient's scalp. The skull clamp was removed and the patient was placed in a supine position. The laceration was sutured. The medium dual pin attachment was removed and a small dual pin attachment was then utilized. Questionable if dual pin attachment had been swiveling prior to positioning. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/11/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The returned device was manufactured on september 30, 2003 with no prior service history. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be confirmed or verified. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2003 with no prior service history.